Event description:
It was reported that a pump alarmed for a system error 322. The customer stated that this occurred during preventive maintenance testing and there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval confirmed and reproduced the system error 322. It was determined that the alarm was caused by loose upper latch switch bracket screws that allowed the upper latch switch to move in and out from the upper door latch, which creates an intermittent open/closed connection. As a result, the upper aux assembly has been replaced.